Manufacturer narrative:
Sex/gender: unknown/ not provided. (B)(4). Other: the device is not returning for evaluation as it was discarded by the account, therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) which was implanted in a patient¿s left eye about 3 months ago was explanted due to the patient experiencing halo and glare. It was learned the patient was unable to drive at night due to starburst/glare. At explant, there was no incision enlargement, no vitrectomy, no sutures, and no post-explant injuries. A monofocal lens was used as the replacement iol. The explanted lens was cut in two to remove, and was not saved. No other information was provided.